Event description:
Additional information was received indicating the patient was given bactrim ds for ten days, beginning on (B)(6) 2015. They were instructed to use an abdominal binder on (B)(6) 2015. Interrogation of the pump on (B)(6) 2015 revealed the patient was receiving intrathecal morphine 15 mg/ml at 2.804 mg/day. A 20% increase was programmed on this date, and the patient was receiving morphine 3.364 mg/day in simple continuous mode. The patient was given intraoperative antibiotics on (B)(6) 2015 when the surgical wound exploration, seroma drainage, and pump pocket washout was performed. On (B)(6) 2015 fluid was drained from the pump pocket, though there were no signs of infection or evidence of purulent fluid. On (B)(6) 2015 the incision was healing well and the staples were intact. There was no drainage from the incision. On (B)(6) 2015 the incision was healing well. On (B)(6) 2015 the laboratory testing revealed the cultures were negative and had no growth at five days. Bactrim ds was then prescribed twice daily for fourteen days beginning on (B)(6) 2015. On (B)(6) 2015 the incision was healing well with no signs of infection, and the seroma resolved on this date. On (B)(6) 2015 there was some erythema noted in the in left abdominal incision bactrim ds was again administered twice daily for ten days beginning on (B)(6) 2015. The erythema and drainage resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# n522555006, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving intrathecal morphine (concentration 15.0 mg/ml dose 4.030 mg/day via an implantable infusion pump. The indication for use was noted as spinal pain. On (B)(6) 2015, examination/palpation revealed erythema around the anterior incision and patient was given antibiotics; there was a small amount of fluid in the pocket. The patient experienced a wound seroma/suspected infection. The intervention was noted as; medical or non-surgical therapy, done on (B)(6) 2015, specified as bactrim ds 800mg-160mg bid. On (B)(6) 2015 examination/palpation revealed that the erythema had improved but there was some warmth around the incision as well as evidence of drainage but not actively draining at the time. On (B)(6) 2015, surgical observation occurred; patient was hospitalized/admitted for abdominal wound exploration/drainage; yellow serous drainage was noted but no evidence of purulent fluid, fluid was collected and cultured and there was negative/no growth at 5 days, another surgical treatment was performed on (B)(6) 2015; the pocket was drained; pump removed, irrigated, cleaned and placed back in pocket. The event severity was noted as severe. The event resulted in in-patient/prolonged hospitalization while patient awaited culture results and necessitated medical or surgical intervention. Patient was discharged on (B)(6) 2015 and it was an uneventful hospital course;discharge was done upon receipt of negative culture results. The event was noted as resolved without sequelae on (B)(6) 2015 after a wound check was performed. The event was possibly related to the device or therapy and implant procedure